Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the t-shot and the terminal end of the row board cable had undergone oxidation. A field service engineer, reseated cable and testing was resumed; no additional faults were detected. The user successfully recovered and confirmed functionality through scanning, loading, and inventory checks. The system functioned after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system failed drawer and cubie is not detected on the bus. The customer stated that the issue caused a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.